Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (blank screen) has been confirmed. Upon evaluation, the power brick connector would not stay connected to the charger. The cause for the damaged connector cannot be positively determined. No adverse event resulted from the defective power brick connector. The patient received a replacement battery charger/modem.

Event description:
The patient service representative (psr) assisting a (B)(6) male patient contacted zoll customer support to report that the patient's battery charger/modem would not light up despite trying multiple power outlets. The patient was issued a replacement battery charger/modem.